Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was small incisional hernia, abdominal pain. The procedure performed was laparoscopic incisional hernia repair with lysis of adhesions. On (B)(6) 2015 - the patient underwent a surgical revision for incision and drainage of abdominal wall abscess. The pre-op and post-op diagnosis was abdominal wall abscess. On (B)(6) 2016 - the patient underwent a laparoscopy, wound excision with removal of foreign body. The pre-op diagnosis was chronic wound with drainage of the abdominal wall and post-op diagnosis was chronic wound with drainage of the abdominal wall due to foreign body reaction. The patient experienced multiple revisions, abdominal pain, and infection. A surgical revision was performed, but this did not involve the mesh. The revision involved excising the wound and sutures, but not the mesh. The mesh implantation was performed on (B)(6) 2015 and the revision was performed on (B)(6) 2016, 1 year 2 months later.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: b5, b6, b7, g4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abscess, chronic wound, drainage, foreign body reaction, abdominal pain, infection, induration and inflammatory tissue, fibrosis, focal gangrenous necrosis, and fluid collection. Post-operative patient treatment included revision surgery, incision and drainage of abscess, wound excision, and removal of foreign body.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abscess, chronic wound, drainage, foreign body reaction, abdominal pain, infection, induration and inflammatory tissue, fibrosis, focal gangrenous necrosis, pain, allergic reaction, adhesions, bleeding, seroma, bacterial infection, soreness, fluid collection, c difficile toxin positive, abdominal wall swelling, purulent material, fever, nausea, vomiting, diarrhea, weakness, abdominal tenderness, skin around wound site red, blister. Post-operative patient treatment included revision surgery, incision and drainage of abscess, wound excision, CT-scan, medication, removal of foreign body, ultrasound, antibiotic therapy, hospitalization, home health care, wound vac.

Manufacturer narrative:
Additional information: b5, b7, d8, e1 (facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6 (patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abscess, chronic wound, drainage, foreign body reaction, abdominal pain, infection, induration and inflammatory tissue, fibrosis, focal gangrenous necrosis, pain, allergic reaction, adhesions, bleeding, seroma, bacterial infection, soreness, and fluid collection. Post-operative patient treatment included revision surgery, incision and drainage of abscess, wound excision, CT-scan, medication, and removal of foreign body. Relevant tests/laboratory data: on (B)(6) 2016: op note stated CT showed extension in the subcutaneous tissue deep to where previous open wound had been debrided that showed some inflammatory tissue. On (B)(6) 2016: pathology report on excised soft tissue, subcutaneous tissue and foreign body stated skin and subcutaneous tissue with fibrosis, focal gangrenous necrosis, and foreign body-type histiocytic response to polarizable foreign material. On (B)(6) 2015: history and physical stated recent drainage of fluid collection with micro indicating micrococcus. CT of abdomen and pelvis showed anterior right-side abdominal wall probable fluid collection 4.4 cm which could represent resolving hematoma or seroma. Abscess was not excluded.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abscess, foreign body, chronic wound, drainage, foreign body reaction, abdominal pain, and infection. Post-operative patient treatment included revision surgery, incision and drainage of abscess, wound excision, and removal of foreign body.